Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 224 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. The customer did not received failed battery test. The customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 224 mg/dl. The customer stated act button is not responding and up arrow is getting stuck. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days. The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump passed the self test and the off no power test. The insulin pump had intermittent act button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.